Event description:
The physician attempted to treat the lesion located in the saphenous vein graft. The stent was advanced up to the ostium where resistance was encountered. After several attempts to advance the delivery system, it was decided to remove the stent into the guide catheter. At this time resistance was met and the physician proceeded to remove the whole system. The stent system was removed and inspected. Upon review it was noted that the stent was not on the catheter. An angiogram was performed and the stent was located in a side branch of the profunda artery. The physician chose to leave the stent at its present location.